Event description:
Reporter called on behalf of her husband who experienced the er1 message about three months ago. Reporter stated her husband did compare with the color chart and it appeared darker than 350 mg/dl and that they were aware of what the er1 message meant. A hospital lab test that time revealed a blood glucose of 500 mg/dl and her husband was started on insulin intravenously. Husband's perscription was then altered to add glucophage with his tolazamide.